Event description:
It was reported the patient received inappropriate shocks therapy for an svt. Device was reprogrammed successfully. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.